Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 6.7 mmol/l and the sensor glucose was 4.9 mmol/l. Customer feels the senor glucose value was most often lower than the blood glucose value and cannot always reach when the blood glucose was over 12 mmol/l. Insulin delivery was suspend due to sensor values. The sensor will not returned for analysis.